Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system monitor went blank during a case. No patient injury was reported.